Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient has been getting nauseous all of the time, but still uses the therapy. The patient stated that they feel the stimulation over to one side now. The patient stated it is not like on the other side. The patient stated that it has a different feel to it. The patient stated that they are having problems with their neck and surgeries, but are unrelated to the device. The patient stated that they had a myleogram performed and they discovered one of the wires had been disconnected. The patient stated that they need to have the ins checked as well since they will be going in and reattaching the lead and wants to know if they should replace the ins. No further complications were reported or anticipated.